Manufacturer narrative:
Thrombus is addressed in the IFU. Occlusion is addressed in the IFU. Event is under investigation.

Event description:
A (B)(6) male pt underwent abdominal aortic aneurysm repair on (B)(6) 2006. The implanting physician placed the zenith bifurcated system. Recently, the pt was having diagnostic procedures to determine if he needed ballooning performed on his legs to increase blood flow. The pt was referred to another physician for further evaluation. This physician noted that the pt had the zenith system in place. Physician also noticed a large amount of thrombus in the main body of the zenith system. Update received (B)(4) 2011. Pt had came in for stenosis in his legs when they found the thrombus. The device remains implanted. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.